Manufacturer narrative:
(B)(4). Visual inspection of the complaint sample by baxter synovis observed a single, colorless fiber (approx. 7.0mm in length) adjacent to the device shaft. Particulate analysis by baxter round lake identified the particle as cotton. The complaint was confirmed. Batch record review by baxter synovis found no issues that could have contributed to this complaint issue. All product requirements were met and the lot passed all inspections. There were no nonconformities, failures, rework or deviations documented in the batch record that could be associated with the reported problem. Per baxter synovis, the product is inspected for foreign material at three points during manufacture. No trend was identified. Baxter synovis determined that no manufacturing defect was found, the root cause is indeterminable, and the issue is considered low risk. (B)(4) is currently open to further investigate particulate matter issues for this product. This is the first reported complaint of this nature for this product lot. The complaint will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment: the foreign material in the product pouch was obviously identified prior to use, so in this case there was no possible harm or injury to patient. If such type of malfunction or hazard would reoccur and user will not recognize a foreign body prior to use, it possibly can be transferred to the treatment site of the patient. In a worst case scenario this may lead to a foreign body reaction, sterile vascular inflammation, or thrombotic reaction, which only in exceptional cases may cause serious harm or injury. A follow-up report will be submitted upon receipt and evaluation of the investigation results of the sample.

Event description:
Customer reported: we have found fibers within the flo-thru. No additional information provided.